Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed a different device. There were no patient complications nor injuries reported and the patient status was good.